Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that the device remained implanted. The pump was powered down. No further intervention has been taken. No additional available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 30-jan-2020, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing unknown drug via an implantable pump for spinal pain indications for use. It was reported that the patient was getting scheduled for a pump replacement because the pump was close to early replacement interval (eri) and the catheter was obstructed. The company representative (rep) stated that they did a prophylactic cap study and found it to be negative. The rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, during a scheduled and routine pump replacement case, the doctor discovered that the patient's catheter was not working. He attempted to aspirate through the side port and was unable to. He then cut the pump connector from the catheter and tried to aspirate directly from the catheter itself and was still unable to aspirate fluid, so he explanted the old catheter completely and implanted a new catheter with the new pump. There were no environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. The pump was used to deliver unknown morphine 1mg/ml at 0.5mg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.